Event description:
It was reported that, "the pt had a left total hip replacement (stryker) 5 years ago by another provider. Recently, the pt had been complaining of left hip instability and pain. Pt was seen by physician and diagnosed with 'poor bony ingrowth, left femoral component.' The pt was scheduled for and received a left total hip revision without complication."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report. Uf report # (B)(4) is attached to this report.